Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to a faulty cable causing damage to the charged coupled device unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the no image was caused by cable failure which in turn caused the charged coupled device unit to fail; however, a definitive root cause could not be established for the cable failure. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: as a result of confirming contents of instruction manual at the time of shipment regarding cable damage, there is following description. It is determined that this may prevent from indicated phenomena. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head showed signal but there was no picture; the imager was suspected to be damaged. The issue was found during a therapeutic arthroscopy/acl procedure. However, the procedure was delayed for fifteen minutes. The patient was not impacted and there was no medical intervention required due to the delay. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.